Event description:
In 2009, patient reported she received a high blood glucose reading of hi (>600 mg/dl) on her meter. She stated she took a bolus of 20 units of insulin and her readings were in the normal range the remainder of the day. Patient reported she received an elevated reading of 600 mg/dl and she bolused 20 units of insulin. She stated she disconnected the infusion device from her infusion site to see if insulin was flowing, programmed a 10 unit bolus and did not see any insulin. Patient reported she changed the infusion tubing at that time and took an injection of 20 units of insulin. Had patient prime the infusion tubing and insulin flowed. Asked patient to check for air bubbles, she stated she saw one in the insulin cartridge. Advised her to prime the air bubble out. Patient reported this was completed successfully. She stated that on the day of event, she noticed a leak at her infusion site and changed her site. Patient reported no alerts or errors. Patient reported having a tooth pulled about 3 days prior. Advised patient to contact her doctor in reference to these readings. On follow up few days later, patient reported doctor stated that high readings were probably due to the stress of not having any pain medication. She stated her blood glucose was back within normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.